Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms#617147. A product sample was received for evaluation. Visual inspection showed tamper seal was intact. During functional check, the reported complaint was duplicated; the keypad issue found during the investigation. Root cause was found to be a faulty keypad. Replaced keypad.

Event description:
It was reported that there was a keypad issue during testing. No patient injury reported.